Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturing operating procedures. There was no report of device failure at the time of surgery.

Event description:
Patient hospitalized with extensive abdominal wall injuries from motorcycle accident. Received acell matristem device as an underlay and a device from another manufacturer used as an overlay. The patient complained of abdominal pain 2-3 weeks post op and a seroma was identified between the matristem and muscle, and was drained.